Event description:
It was reported that iqvia technician stated that the arctic sun device would not cool upon initial functional testing. Per additional information received via ttm on (B)(6) 2026, biomed stated software upgrade could not be completed because device was not cooling and was instructed to call in regarding repair. Per sample evaluation, it was reported that in arctic sun device, test mixing pump installed to cool in decontamination, decontamination technician noted a unit booted to an 80, i.o. Card was not seated. Circulation pump had to be plugged in at motor and hot side connection between the power inlet module and the ac main voltage circuit card observed to be blackened and melted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.